Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Concomitant devices - persona partial knee articular surface left medial size d 10mm catalog #: 42518200410 lot #: 64559086, persona cemented partial knee tibial component size d left catalog #: 42538000401 lot #: 64562617. The product was evaluated through review of sterilization records, however, the reported event could not be confirmed. Sterile certifications were reviewed and found to be conforming with no deviations identified and the devices were verified to have undergone acceptable sterilization processes following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there were no indications of product or process issues affecting implant safety or effectiveness, the implanted products were not identified as the source or contributing to the reported infection. The root cause could not be traced to the device(s). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted erroneously on nov 4, 2020 under manufacturing report number 3007963827-2020-00294. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-04000. 0001825034-2021-00930.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision of the articular surface to address infection eighteen (18) days postoperatively. The infection did not resolve and an additional articular surface revision was performed sixteen (16) following the first revision. Attempts have been made and no additional information is available.